Manufacturer narrative:
UDI is unknown. No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. It was observed that the flange assembly was incorrect. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. It was noted that the production personnel are following the procedure and no discrepancies were found. The root cause of the reported issue could not be confirmed during evaluation; however, the most probable root causes are that the flange was assembled incorrectly during production. Also lack of detection being performed by personnel during the in process visual inspection. Actions were taken to mitigate the reported issue: the production/manufacturing personnel were retrained on the correct procedure by the quality engineer.

Event description:
It was reported that during the pre-use check, the customer noticed that the flange printing was different than usual. No patient injury was reported.